Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic region pain") in an adult female patient who had essure inserted (lot no. D40623). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to pelvic pain. The reporter commented: removed essure complaint samples (two implants) with a short removal questionnaire was received from women's clinic. Case was not reported to health authority. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician, and describes the occurrence of pelvic pain ("pelvic region pain"). In an adult female patient who had essure inserted (lot no. D40623). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date, she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the outcome of the event was unknown. No causality assessment was received, for essure with regard to pelvic pain. The reporter commented: removed essure. Complaint samples (two implants) with a short removal questionnaire was received, from women's clinic. Case was not reported to health authority. Batch no#: d40623, production date: 2014-12-10, expiration date: 2017-12-28. Quality safety evaluation of ptc: for essure: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-jul-2022, quality safety evaluation of ptc. A technical investigation was conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic region pain") in an adult female patient who had essure inserted (lot no. D40623). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to pelvic pain. The reporter commented: removed essure complaint samples (two implants) with a short removal questionnaire was received from women's clinic. Case was not reported to health authority. Batch no: d40623, production date: 2014-12-10 and expiration date: 2017-12-28. Quality-safety evaluation of ptc: for essure: the investigation of the sample could not confirm any quality defect. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: 09-aug-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.